Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a 9" smallbore ext set w/clave, clamp, rotating luer where it was reported that seven smallbore extension sets malfunctioned while in use. Additionally, they were attached to arterial lines and when the plunger on the port was accessed for a blood draw it stayed engaged after the syringe was removed. There was patient involvement.

Manufacturer narrative:
The initial MDR was submitted in error. The event was determined not to meet the manufacturer¿s reportability criteria because the device did not cause or contribute to a death or serious injury, nor did the malfunction present a risk that would be likely to cause or contribute to a death or serious injury if it were to recur.